Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that basket probes from the same lot were used, and all four broke during the procedure. After changing to a different lot, no further breakage occurred and the procedure was successfully completed. No negative impact in state of health reported.